Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 10 injections. The catheter failed the performance test due to a system notice indicating that the refrigerant delivery path was obstructed (#50011). Pressure testing revealed a leak through the guide wire lumen. The balloons integrity were intact and no breaches were observed. A dissection showed a guide wire lumen breach and kink 1.33 inches from the tip. In conclusion, the balloon catheter failed the return inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was liquid in the balloon catheter. The case was able to be completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.